Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications did not show up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section b describe event or problem and section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication discrepancy between the server and the station. The technical support specialist (tss) resent the load and count message for the device, but the issue persisted. A full sync was then performed, which resolved the discrepancy to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medications did not show up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.